Event description:
It was reported that the pump was being replaced. The pump was ¿kind of end of life¿ and ¿died¿ about a year to a year and a half ago and the patient experienced undefined withdrawal symptoms. Telemetry was attempted with a magnet, a ¿weird sound¿ was noted and telemetry could not be established with pump. It was not known what medication this device system delivered. It was further reported that the physician had been running the pump on saline prior to the end of it's life.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# l79680, implanted: (B)(6) 2000, product type catheter. (B)(4).